Event description:
It was reported that the rv capture thresholds have been increasing. The patient is a pacer dependent. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.